Event description:
Customer was hospitalized due to high blood glucose levels. Customer's family member does not feel comfortable with the pump. Sent tubing clamp to test pump. Customer does not check her blood glucose levels on regular basis. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.